Event description:
Customer reported that following a percutaneous transluminal angioplasty and stent of right illiac artery in 1999, a vasoseal vhd kit size 4 was deployed. During deployment of the first collagen plug, the occlusive hold was lost. Occlusive hold was re-established and then both collagen plugs were successfully deployed. Approx four minutes after deployment, the left pedal pulse weakened. The pt underwent a recatheterization, brachially, revealing a clot formation in the left femoral artery. Pt was taken to surgery to remove the clot/collagen. Vascular surgeon confirmed that one collagen plug was intra-arterial and one collagen plug was partially into the artery. Pt was discharged from the hosp the following day without any further complications.